Event description:
It was reported that the user experienced device battery depletion on the ilet, necessitating troubleshooting and education, and a replacement ilet was provided while the original unit was pending return. Symptoms included no reported clinical effects or physiological symptoms. Outcomes included no reported impact on health status or activities of daily living. Investigation included a review of product history and technical support troubleshooting. Investigation of this case revealed no alerts or alarms and no replicable malfunction during support interactions. It was concluded that the event involved a suspected hardware battery performance issue without associated adverse health effects.

Manufacturer narrative:
The returned ilet device would not power on despite indicating a full charge. Investigation confirmed the issue, and testing with a known-good battery restored functionality. The root cause was determined to be a defective battery. A DHR review confirmed the device met release criteria, and the event will be documented and trended per quality and MDR requirements.